Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep ordered a power cap module and replaced the defective power module. The system functions normally.

Event description:
The power cap module was found bad during implementation of a field action.